Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent), which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and/or on the skin of humans and is the most frequent organism associated with infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had negative uf in cycle 1 and 3. The patient is using medication for peritonitis. Technical support advised the patient that the cycler is reaching the 70% drain exit amount and is working as it should. Technical support also advised the patient to follow up with the peritoneal dialysis registered nurse (pdrn). The patient sometimes does a manual fill of 2000 before starting treatment and wanted to know if it could be programmed on the cycler. Technical support advised that the patient can program a daytime exchange during the setup process. The patient wanted to know what the stat drain was at the end of treatment step 8. Technical support provided the patient with stat information. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbcs elevated, 2344 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The peritoneal effluent fluid culture returned positive for staphylococcus aureus on (B)(6) 2021, and the patient¿s vancomycin will be continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd therapy at home utilizing the same liberty select cycler and is recovering from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had negative uf in cycle 1 and 3. The patient is using medication for peritonitis. Technical support advised the patient that the cycler is reaching the 70% drain exit amount and is working as it should. Technical support also advised the patient to follow up with the peritoneal dialysis registered nurse (pdrn). The patient sometimes does a manual fill of 2000 before starting treatment and wanted to know if it could be programmed on the cycler. Technical support advised that the patient can program a daytime exchange during the setup process. The patient wanted to know what the stat drain was at the end of treatment step 8. Technical support provided the patient with stat information. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbcs elevated, 2344 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The peritoneal effluent fluid culture returned positive for staphylococcus aureus on (B)(6) 2021, and the patient¿s vancomycin will be continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd therapy at home utilizing the same liberty select cycler and is recovering from the events.